Manufacturer narrative:
Device was not returned for evaluation. Internal investigation in process.

Event description:
It was reported that, "the hardware failure was due to non-union of the fracture."